Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device only ran full speed (no speed variability), there was an unknown liquid perhaps water found inside the unit and the electronic control unit (ecu) and the electric motor were damaged (due to liquid found inside). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction and internal fixation (orif) tibial plateau surgical procedure, it was observed that the trigger button on the small battery drive device was either functioning at full speed or was off. According to the report, there was no variability to the speed. There were no delays to the surgical procedure. A spare device was not needed as the same device was used to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.